Manufacturer narrative:
The device was returned for evaluation. Leakage from the tubing just below the hub was observed. The leakage was coming from a small smooth slit in the tubing. This was evidence that the tubing had been cut or damaged and was most likely related to the handling of the device in the field. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of leakage.

Event description:
Rn found PICC leaking fluid.